Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: [(B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), when the device was release, there was noticeable resistance and it was unsmooth. There was difficulty separating the device from the cup and parameter values were poor with high thresholds. The device was retrieved and a new deployment site was selected, but similar resistance was encountered during two additional attempts, and the parameters did not meet the requirements for completion. The entire system was then removed, flushed, and reset outside the body. During external testing of the device retrieval and release, abnormal sounds were noted, but another implantation attempt was still made. It was then noted that the device dislodged during the tether cutting and pulling process. The device was removed with a snare and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6) . D9: yes, return date: 08-jun-2026 h3: yes product event summary: a partial delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted a partial delivery system was returned without the tether and tether pin, the device was separated from the delivery system. The tether and tether pin could not be analyzed as they were not returned with the delivery system. Deployment testing could not be performed as the tether and tether pin were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.